Event description:
It was reported that this pacemaker experienced radio frequency (rf) overuse. Technical services (ts) was consulted and noted intermittent myopotential right ventricular (rv) lead oversensing. The device remains in service. No additional adverse patient effects were reported.